Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of phacoemulsification handpiece occurred during surgery. An error occurred during the test phase, then passed the test and attempted to use it, but neither irrigation nor aspiration was possible. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phacoemulsification (phaco) handpiece (hp) was returned for this investigation. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The phaco handpiece (hp) was received for this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet manufacturer's specifications per product specifications. The handpiece was connected to a calibrated resistance breakout box, where the input and output impedance were found to be within specification. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully, however system message (sm) displayed when attempting a five-minute burn-in with the system set at 100% ultrasonic and torsional power. Disassembling the handpiece revealed no identifiable root cause. The system was found to have no functional problem regarding the irrigation, aspiration, and prime/tune. Based on the information obtained, the root cause of the reported event of phaco none is inconclusive. Manufacturer's will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).